Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle punctured the catheter was confirmed; however, the root cause could not be determined from the photographs. A 20g insyte autoguard was shown with the needle protruding through the catheter near the tip. As the device had been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. The IFU indicates to not reinsert the needle into the catheter during the insertion process as damage may occur. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. Threading difficulty was likely associated with the needle puncturing the catheter. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 382534, lot#: 3320948. It was reported that the bd insyte autog bc pnk 20ga x 1.16in needle went through catheter. The following information was provided by the initial reporter: "according to our nursing staff, when engaging the cath into the patient, it is difficult to release the plastic cath from the needle. When doing so, they are finding that the needle is threading through the plastic cath. I have attached a picture for reference." Rcc received a complaint via email. Email(s) attached afternoon! I spoke with (B)(4) in regards to an issue we are having with our 20g IV cath and he asked that I reach out to you. According to our nursing staff, when engaging the cath into the patient, it is difficult to release the plastic cath from the needle. When doing so, they are finding that the needle is threading through the plastic cath. I have attached a picture for reference. This has been an ongoing problem, however, not consistent. I have attached a picture of the current lot # in which they are having the issue with currently: 3320948. So, with that being said, I can say that it isn't with the same lot number as this has been occuring over the last several months.

Manufacturer narrative:
Investigation results: the complaint that the needle punctured the catheter was confirmed; however, the root cause could not be determined. One photograph and one 20g insyte autoguard were provided for investigation. It was noted that the needle was protruding through the catheter near the tip. As the device had been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. The IFU indicates to not reinsert the needle into the catheter during the insertion process as damage may occur. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. Threading difficulty was likely associated with the needle puncturing the catheter. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.